Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-1375: the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; there is no breakage along fiber; the outer flow tubing exhibits minor scratch marks. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "laser equipment failed, shutdown (error code: problem 172)" at 256,723 joules of use and 34 minutes. The fiber was not cleaned during the procedure. The case was completed with a "turp". Patient outcome: "no report of injury to the patient."